Event description:
It was reported that a jelco® protectiv® safety i.v. Catheter was dull on insertion and dragged on threading and needle insertion. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used peripheral intravenous catheter was received for device evaluation. Visual inspection was performed using microscopy in order to detect any potential defects including hooks, burrs, silvers, or point damage. No point associated damage was observed. Measurement of point geometry was performed and the overall bevel length met specification. The complaint was not confirmed. Further analysis was performed to assess for potential difficulty to advance and treading issues. Functional testing was performed using a vein pad and manual advancement. The returned sample advanced smoothly, clicked, and locked as designed without any difficulty. The complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.